Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: the pump history verified that there was a replace cartridge alarm. The pump was not in use between 20-jun-2018 and 27-jul-2018. The alleged power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.